Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software. Product ID tm90t0 lot# serial# (B)(6), product type accessory. Product ID hh90t01 lot# serial# unknown product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for spinal pain/fbss leg/back use. The patient reported that their "ptm was not working right at all" and they have been experiencing this problem for a few months; the patient added sometimes they could get the device to connect but sometimes "it just sits there and goes round and round". The patient expressed the need for replacement of the external equipment due to frustration. The agent reviewed the pump time with the patient and redirected the patient to their managing physician. The agent reviewed potential connection lag issue with the patient and assisted the patient in deleting the data. During the troubleshoot, the agent had a difficult time giving instructions and making sure that the patient followed the steps. The agent then asked patient to connect to their pump, the patient refused first since they already did the bolus. The patient then tried to connect but got ¿not found¿ and mentioned this was the issue they were experiencing. The agent had the patient turned off wi-fi and kept bluetooth on and location; the agent also advised patient to make adjustment on the communicator over the pump. The patient expressed more frustration and still tried to connect and not found again. The steps ta ken during the call did not resolve the issue. The agent sent request to repair to replace the communicator. The patient was having problems connecting the communicator to their pump to bolus. The patient had multiple times getting not found even though the bluetooth on the communicator was steady. Additional information was provided from a consumer stated that it took a long time to deliver a bolus. The agent reviewed the reason for the communicator replacement and instructed the patient to connect to their pump, which they were able to do without any lag. The patient will call back if further assistance is needed.